Manufacturer narrative:
On 21-dec-2021, mentor received additional information regarding the revision surgery. Initially, it was reported that the patient underwent bilateral removal without replacement on (B)(6) 2021. However, additional information revealed that the patient underwent unilateral surgical intervention (repositioning of the right-sided implant) on (B)(6) 2021. On 23-dec-2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal without replacement on (B)(6) 2021. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (unknown grade) and right-sided rupture postoperatively. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. The event date was estimated as (B)(6) 2020 based on available information. This report is for the left-sided prosthesis.